Manufacturer narrative:
Testing and investigation found that the touchscreen did not respond when pressed. The probable cause was due to a touchscreen flex cable that was not connected to the p4 of the user interface controller printer circuit board. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device touchscreen did not respond when pressed. There were no reports of any pt involvement, adverse pt events, or reported delays of critical therapies while the device was in clinical use. No additional info was provided.